Manufacturer narrative:
The reported pump stop and hazard alarms were confirmed through the review of the system controller log files. Based on past experience with the left ventricular assist system (lvas) and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, a direct correlation between device and these findings could not conclusively be established through this evaluation. The first two events of the submitted log file appear to be data from before the patient was implanted, as they were recorded on (B)(6) 2016. The remainder of the file contains 87 lines of data from (B)(6) 2017 at 14:49:13 through (B)(6) 2017 at 21:17:00. Once support from this controller was initialized on (B)(6) 2017, no hazard alarms were captured until (B)(6) 2017 at 12:23:07. At this time, the low battery hazard alarm became active. It appeared that this was due to both the power cables being disconnected at the same time. The pump was momentarily supported by the backup battery (ebb) at this time. The low speed hazard alarm resolved once power was restored and this event did not appear to affect the function of the pump, as the pump speed remained above the low speed limit from this time until (B)(6) 2017 at 02:10:28. A momentary pump stoppage was captured on (B)(6) 2017 at 03:21:03. This event occurred while the patient was supported by the power module. Low speed hazard and low flow hazard alarms were also captured at this time. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 10 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic after a red heart alarm had occurred. The patient was asymptomatic. System controller history interrogation revealed a ¿pump off¿ alarm. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages on (B)(6) 2017 while utilizing the power module. X-rays submitted were unremarkable. The patient was provided an ungrounded power module patient cable. No additional information was provided.